Event description:
On (B)(6) 2012, pt reported the down button on the infusion device does not function correctly. She first noticed this 2 months ago. She boluses 6-7 times per day and has used this infusion device for approximately 3 yrs. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. Three additional attempts were made to f/u with the pt, and these were unsuccessful.